Manufacturer narrative:
The hill-rom technician found the head end casters were not holding due to a rocket arm broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the rocker arm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not working on head (end brakes are not holding). The bed was located at the account in surgery. There was no patient/user injury reported. This report was filed in our complaint handling as complaint # (B)(4).